Event description:
It was reported that the customer experienced a high blood glucose level due to a malfunction with their insulin pump, although the specific glucose value was unknown. The malfunction did cause the blood glucose level to exceed 500 mg/dl. The customer contacted technical support for troubleshooting and was instructed to use a backup insulin pump to ensure continuous insulin delivery. A replacement pump with updated software was sent to the customer, who was also advised on necessary steps to take upon receiving it and instructed to return the malfunctioning pump to tandem.